Event description:
It was reported that during a recanalization procedure, the wire was allegedly failed to insert from the tip. It was further reported that the tip point was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser device was returned for evaluation. The titanium tip was noted to be separated from the catheter at the distal tip. Material deformation was noted at the distal end of the catheter shaft. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is inconclusive for the reported guidewire incompatibility since functional testing could not be performed. However, the investigation is confirmed for the reported material deformation as material deformation was noted at the distal end of the catheter shaft. The investigation is also confirmed for the identified tip separation as the distal tip was noted to be separated from the catheter. A definitive root cause for the reported guidewire incompatibility, material deformation and identified tip separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.